Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mid circumflex. A promus premier¿ drug eluting stent was advanced over a non-bsc guide wire to treat the lesion. However, the ostial circumflex was tortuous, calcified and has a ninety degree lesion bend. The device crossed almost all the way unto the proximal circumflex but became stuck and could not be advanced any further. When the physician tried to remove the device back into the guide catheter, the stent got dislodged. Subsequently, the stent was deployed in the distal left main and the ostial circumflex where it got stuck. The procedure was completed and no patient complications were reported. The patient's status was fine after the procedure.